Event description:
During an anterior cruciate ligament (acl) surgery on (B)(6) 2013, the small battery drive casing for 14.4v battery would not power the drill even after trying 2-3 different batteries. There was no delay in surgery as a spare product was available. It is noted no injuries or medical intervention was reported. No patient information was provided. No additional information is available at this time. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-02121.